Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the scheduled refill was not performed (refill date unknown) as the pump could not be accessed, hence the pocket revision surgery on (B)(6) 2018. Infection was noticed, and the pump was removed. It was further reported the doctor was unable to locate the refill port due to both the scar tissue and the pump position due to sagging. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient receiving 10mg/ml of morphine at 1.6 mg/day via an implantable pump. The indication for use was not provided. It was reported the pump pocket was very scarred and the refill port could not be accessed at a refill. It was unknown when this issue occurred. It was also reported the patient¿s pump was sagging in their abdomen. Regarding environmental/external/patient factors that may have led or contributed to this issue, the rep cited the patient¿s weight as a factor. Surgery was performed to revise the pocket and move the pump to the back/flank. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as ¿alive-no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial# (B)(4), ubd: 2017-10-27, UDI#: (B)(4); product ID: 8780, serial# (B)(4), ubd: 2017-12-02, UDI#: (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter component with serial number (B)(4) revealed damage to the transition tubing of the catheter body. Analysis of the catheter component with serial number (B)(4) revealed a broken catheter body. The results code and conclusion code pertain to the pump. The results code and conclusion code pertain to the catheter component with serial number (B)(4). The results code and conclusion code pertain to the catheter component with serial number (B)(4). If information is provided in the future, a supplemental report will be issued.